Event description:
It was reported that the patient was in the emergency room. The patient fell on their neurostimulator which was in their left buttock and when they fell they broke their programmer too. The patient had a fall a few months prior to the report as well. The patient had contusions on their forehead after the fall. They tried to use the programmer and could get beeps but the screen wouldn¿t turn on. Following the fall the patient felt stimulation in a different location and the stimulation was surging and shocking across their left buttock area and not in the same location as their typical stimulation. The stimulation was perfect prior to the fall and the patient was feeling it. It was later noted that the shocking sensation started two months prior to the report so it was unclear when the shocking issues began. X-rays were taken and the leads appeared to be at the normal location. The patient felt like they were getting electrocuted at times when their stimulator battery was low. The device was ¿jolting¿ the patient even on a low setting and it was very painful. The patient felt like it ¿fries¿ them and they thought something was messed up inside. The patient felt like they got electrocuted in their testicles a couple of times a week. The patient was also ¿electrocuted¿ the evening of the most recent fall. The patient had trouble connecting with the patient programmer to turn off their therapy when they felt electrocuted but they had trouble connecting with the patient programmer in general for a couple of months prior to the report. They were unable to make adjustments with their programmer with or without using the antenna. The connection was intermittent. The patient noted that their implantable neurostimulator (ins) wasn¿t working and that it was ¿opening up half and halfway wide and shocking the hell¿ out of them. The patient could have their stimulation on at 1.8 on the right side and 2.7v on the left side and after half an hour it would start shocking the patient. The patient also had a fall on (B)(6). The patient was able to feel the strong surging while walking and upright. They also experienced the surging while sitting after being upright. The patient¿s adaptive stimulation was reprogrammed and everything appeared to be good after the reprogramming. The patient¿s stimulation was generally fine and they could distinguish between the stimulation in their left and right legs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a >50% symptom reduction. The cause of the event was not determined and it was unknown if the event was device related. The patient was reprogrammed on (B)(6). Their upright and mobile settings were adjusted. The patient's device was reoriented to avoid the error of "retry" appearing when checking position in one lying position. The patient was very pleased with the reprogramming and they were receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).